Event description:
It was reported that during the inspection of an arctic sun device, the following occurred three times in the 21st step of the new calibration, error number 80 (water check time out; unable to reach calibration temperature) expected value was 28, actual value was 26. Per review of wo on 29sep2025, there was no patient involvement.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed heater. The device was evaluated upon receipt. During evaluation it was found that the heater had failed. The heater was replaced. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The work order is still open; therefore, the outcome of the repair cannot be determined at this time. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.